Event description:
Information received with return of the device notes that attempts to communicate were unsuccessful and no pacing was observed. This device was to replace another that exhibited the same anomaly. Post implant attempt, when the device was tested by another physician, normal function was observed.